Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that dropped to less than 70 mg/dl. The patient lost consciousness and was lying on the floor. The patient was also nauseous and vomiting. For treatment, the patient was given insulin and lab work was done. The pod was worn longer than 48 hours on the abdomen. The patient was currently admitted.